Manufacturer narrative:
Zimvie complaint number (B)(4). DHR review was completed for the subject lot number 1282510. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 1282510 for similar events and no other complaint was identified. Review completed utilizing keywords: medical: infection. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the implant at tooth site #5 was removed due to infection. Implant placed infection days after. Per indicated: surgical/medical intervention required for permanent damage: no. Was the procedure completed using another implant or another device: yes. Additional appointment required: yes, place new implant. Symptoms as a result of the event: inflammation; pain and swelling.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.